Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable and patient lost therapy. As a result, surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
The event of system explant due to ipg becoming inoperable was reported to abbott. Patient needs an MRI and wanted their ipg changed. Patient refused a covid test prior to surgery. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.